Event description:
During harvesting of graft from patient's left posterior thigh, surgeon noticed the device was skipping across the skin and did not allow for proper skin graft to be obtained. Device was taken off the field and replaced with another. A skin graft was taken from the right thigh without any issues. The dermatome was returned to the manufacturer for re-calibration.